Manufacturer narrative:
The pump has been returned to animas but not yet evaluated. When the device evaluation is complete, a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, a reporter contacted animas alleging that there was a constant vibration from the pump and moisture was present behind the display screen. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2016 with the following findings: during visual inspection of the pump, it was observed that the pump was returned with moisture behind the display lens. The display screen remained blank from the moisture behind it and the pump could not go to the verify screen. The pump powered on with audible and vibratory features. The pump had a normal vibration feature and no weak vibration issues were observed therefore the original complaint about a ¿vibration issue¿ was not duplicated during the investigation. Unrelated to the initial complaint, it was observed that the battery compartment was cracked on the side from the threads to the cover but there was no moisture observed in the battery compartment. The attempt to download the pump history and black box was unsuccessful. A leak test was performed and failed due to the battery compartment leak. The pump cover was removed and internal moisture damage was confirmed in the pump.